Event description:
Patient presented with pain, but no obvious loosening on x-ray. On inspection, ts femoral component was found to be loose and the fluted stem had snapped off at the threaded junction.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
An event regarding fracture involving a triathlon ts stem was reported. The event was confirmed. Method and results: device evaluation and results: a material analysis has been performed. The report concluded: the threaded end of the press fit stem broke in fatigue. Due to amount of explantation damage it was not possible to determine the orientation of the press fit stem during implantation. No material or manufacturing defects were observed during this examination. Device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that the triathlon ts stem broke in fatigue. The threaded end of the press fit stem broke in fatigue. Due to amount of explantation damage it was not possible to determine the orientation of the press fit stem during implantation. No material or manufacturing defects were observed during this examination.

Event description:
Patient presented with pain, but no obvious loosening on x-ray. On inspection, ts femoral component was found to be loose and the fluted stem had snapped off at the threaded junction.